Event description:
It was reported that during a percutaneous coronary interventional procedure, the balloon ruptured. The lesion being treated was located in the calcified left anterior descending artery (lad). First, rotational atherectomy was done at 190,000 rpms. The gas leaked out of the advancer, and the burr stalled in the lesion. However, it was removed without incident in the dynaglide mode. The lesion was then predilated with this apex 2.5 x 15mm monorail balloon. Several inflations took place, with one inflation to 14 atms. Further details are unknown. The apex balloon ruptured, however it was removed without incident. Another balloon was then used to complete predilation, and a stent was then successfully deployed with successful post-dilation completed. Patient status was reported as 'stable'. In the opinion of the physician, the balloon ruptured due to the calcification.